Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a pt that she had undergone a replacement surgery on (B)(6) 2011. A couple of days later she saw her neurologist and her incisions "looked good" and the device was turned on. However, on (B)(6) 2011, she began running a fever and had difficulty raising her left arm, she had a swollen left breast, and had discomfort to the chest area. An ER physician stated he believed it to be a skin rash when she was evaluated, but on (B)(6) 2011, she began having drainage from the incision site when she leaned forward. She was prescribed medication for the issues and now reports no further discomfort, very minimal swelling, and mild redness. A review of the generator's design history records showed that it had been sterilized. Further info from the pt stated that she noticed a lump arise on the left side of her neck on (B)(6) 2011. On friday (B)(6) 2011, she was directed to her surgeon and was admitted on (B)(6) 2011. The pt was discharged on (B)(6) 2011 with a course of augmentin. The pt indicated that she had not had an incision in her neck during the replacement surgery on (B)(6) 2011; however, the lump was not decreasing in size and the incision on her left chest no longer has drainage. According to the pt, the surgeon stated the lump on her left neck was not related to the generator replacement surgery. F/u with the pt's neurologist revealed that he wanted all questions directed to the pt's surgeon. Attempts for further info have been unsuccessful to date.